Event description:
Mother reported the plastic part of the infusion set cannula has snapped in half when patient engages in activity. It was also reported the infusion tube connector detaches from the headset connector. This appears to happen at any time and results in elevated blood glucose. On two occasions, this occurred in the middle of the night. Two infusion sets were returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.